Event description:
It was reported that a patient received a system error 2367 (resume error, critical error found) alarm on a homechoice (hc) device during use. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). This complaint was for a reported system error 2367 but upon evaluation of the device logs it was determined that system error 2240 occurred prior to system error 2367. A system error 2367 is an alarm that is due to a previous system error alarm. Subsequently, this complaint was confirmed for a system error 2240. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The exact date of birth was not reported; however, it was reported that the patient was born in 1957. The date of the event was reported as (B)(6) 2013. An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted.